Manufacturer narrative:
Additional information: the actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the label reconciliation, result of in-progress, and final qc testing were within specification

Event description:
A peritoneal dialysis registered nurse (pdrn) reported the patient was in the process of training for home peritoneal dialysis at the time of the event of hospitalization due to hyperkalemia. The pdrn also stated that the patient possibly missed a treatment or was being under dialyzed during training or had been eating food high in potassium. The nurse did not know why the patient was hyperkalemic.

Manufacturer narrative:
(B)(4) - there was no information provided that indicated a causal relationship between the peritoneal dialysis and the use of fresenius products and the patient¿s hyperkalemia. The patient¿s hyperkalemia is unlikely related to the peritoneal dialysis and fresenius products as the peritoneal dialysis solution does not contain potassium according to the package label. The plant has not yet completed the evaluation, a follow up will be sent when the evaluation is complete.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported the patient was admitted to the hospital on (B)(6) 2016 due to hyperkalemia. The patient¿s potassium level upon hospital admission was 7.7. The patient missed two days of peritoneal dialysis prior to the hospitalization. The pdrn also reported that the patient recently had switched from hemodialysis to peritoneal dialysis, and the cycler was functioning normally with no malfunction. The patient¿s potassium level following hemodialysis in the hospital was 4.6. The patient was discharged from the hospital on (B)(6) 2016 and remained on hemodialysis until (B)(6) 2016 when patient resumed continuous cycler-assisted peritoneal dialysis.